Event description:
Caller states that a patient presented unresponsive to the ER. Family stated that the patient's readings were "in the 30s" at home. About 5 minutes after arriving at the ER, caller states that the patient reportedly received the following results on a inform meter, compared to lab results, within 10 minutes: 199 mg/dl (inform meter) and 41 mg/dl (lab). About 5 minutes later, caller alleged that the patient reportedly received the following results, with two different roche meters, within 10 minutes: 199 mg/dl (inform system 1) and 530 mg/dl (inform system 2). One minute after these discrepant results, the patient was treated with 1/2 ampoule of d-50 based upon her symptoms. Floor staff then conducted control testing on both meters, and both meters passed. Three minutes later, inform system 2 was tested with a venous sample from the customer, at 50 mg/dl, which was within 10 minutes of the readings of 199 mg/dl and 530 mg/dl. Patient was revived by this time. No adverse event or delay of treatment reported. Review of storage, handling, dosing, and technique was performed all acceptable. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
This medwatch is for the inform system 2. Reference medwatch with a1 patient identifier (B)(4) for the inform system 1.